Event description:
(B)(6) to our sales rep (B)(6) that he was observing a surgery procedure. During this, it was observed that it was not possible to insert the drill without and pressure during the distal locking. (Speedlock sleeve) (in this case for a long nail, e.g. (B)(4)).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.